Event description:
A pt with a coronary constriction ring in the rca was to undergo coronary stenting. Pre-index, a cardiac catheterization revealed normal left ventricle wall motion. The proximal lad had a long, calcified lesion with 80% stenosis. Angioplasty of the lad was successfully performed with a cutting balloon, and a 3 x 33 mm cypher stent was deployed. A 3 x 33 mm cypher was deployed successfully to the lad. The second cypher (size reported as 3 x 24 mm) was deployed to the site of coronary constriction in the rca, where a focal severe underexpansion of the balloon and stent remained, even at pressures of 20 atm. Tweleve months later, an angiogram showed a focal stenosis at the site of the unexpanded stent. Rotational atherectomy was performed and the stenosis was crossed. A 3.5 x 18 mm taxus stent was deployed.